Manufacturer narrative:
The ge service rep arrived on site and a suspect high voltage cables arcing in x-ray tube reviewed eventlog files. The rep noticed multiple overload fault errors. He tested the system and could not reproduce the error. The rep inspected and regreased the high voltage cables in x-ray tube and high voltage tank. No problem was found. After reassembling the system, he tested it again. The system operates as intended.

Event description:
The customer reported that the system was making popping sounds (during a case) then locks up. The customer must reboot in order to complete the case.